Manufacturer narrative:
Upon reception, the returned smartview connect tested and the reported behaviour was reproduced: the message "bluetooth keep stopping, close app" was displayed. The device is not able to connect to network since no files are available for analysis, the most probable hypothesis is that the reported event is due to a hardware failure or a malfunction in the pre-installed software on the smartview connect. No malfunction is suspected on the smartview connect application itself. This case is recorded for trend purposes.

Event description:
Reportedly, on 12-august-2025, the transmitter displays "bluetooth keeps stopping, close application".

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could have been performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, the transmitter displays "bluetooth keeps stopping, close application".